Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that when placing the implant would go all the way into the osteotomy. Used the taps from the regular zimmer kit and still the implant would not go to depth. For #29 decided to remove the 10mm and replace with an 8mm implant. The 10mm implant would not reverse torque and was stuck halfway in. The connection appeared to be affected. Used the removal implant tool and would not reverse torque and was left stuck in the implant. Finally used a bur to remove implant structure and extract the implant. Placed an 8mm implant into the #29 socket. Symptoms as a result of the event: inflammation & edema.